Event description:
Boston scientific received information that this system was exhibiting noise on the right ventricular (rv) channel which was oversensed causing pacing inhibition and asystole greater than two seconds for this pacemaker dependent patient. A revision procedure was performed and the rv lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.